Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crack valve, crease flat, and wear abrasion. Leak test and microscopic analysis was performed which identified, crack valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve.